Event description:
Related manufacture reference number: 2017865-2024-00292, related manufacture reference number: 2017865-2024-00294. It was reported that the patient presented post implant procedure. X-ray noted the pacemaker had migrated inferiorly, resulting in dislodgement and loss of lead slack in the atrial lead and right ventricular lead. The right ventricular lead exhibited high capture threshold, decreased r wave sensitivity, and low pacing impedance as a result of event. No electrical anomalies were noted on the atrial lead. The right ventricular lead was explanted and replaced on (B)(6) 2023 and slack was added to the atrial lead during the same procedure. The atrial lead and pacemaker remains implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were inadequate capture, low pacing lead impedance, r-wave amplitude variation and lead slack issue were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing x-ray examination, and visual inspection did not identify any anomalies.

Event description:
It was reported that the patient presented post implant procedure. X-ray noted the pacemaker had migrated inferiorly, resulting in loss of lead slack on the atrial lead and right ventricular lead. The right ventricular lead also exhibited high capture threshold, decreased r wave sensitivity, and low pacing impedance as a result of event. No electrical anomalies were noted on the atrial lead. The right ventricular lead was explanted and replaced on 14 dec 2023 and slack was added to the atrial lead during the same procedure. The atrial lead and pacemaker remains implanted. The patient was in stable condition.